Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the endoscopic image was flickering the user switched the video signal from dvi to sdi and the defective image got back to normal. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. A electronic component on the circuit board was broken. The parts of the connector part became loose due to excessive force applied. A failure of the internal disconnection of the cable or a failure of the monitor circuit board occurred. If significant additional information is received, this report will be supplemented.